Event description:
Caller states the pt tested 6.2 inr on the coaguchek xs system and 4.4 inr on a comparison lab. Coumadin dosage and regimen was changed, however, no info provided on whether this was due to device or lab result. No adverse event reported. Requested return of suspect device and replacement sent.